Event description:
Balloon allegedly would not deflate. After a transurethral prostate resection traction placed on foley and secured. Balloon would not deflate. Had to reopen patient to change catheter. Kendall informed on 03/2002.